Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch for high impedance. The lead remains in use, however, an intervention is planned. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv lead had high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.